Event description:
Complainant alleged that the device's main switch knob was missing and was unable to be adjusted without the use of pliers. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.